Event description:
Reporter alleged the lancet needle that is apart of the softclix plus lancet system used in finger-stick blood glucose testing is jammed and will not release. The location of the alleged incident was not provided. The MFR eval dept determined the lancet system needle sticks out of the dial cap during firing at settings of 4 & 5. As a result, no actions were taken, and no treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Softclix lancet plus system: catalog # 04628349001.

Manufacturer narrative:
The suspect device is the softclix lancet.